Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that cardiosave intra-aortic balloon pump (iabp) had system over temperature alarm. No patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: a2, a3a, a4, b4, d4 (model #, catalog # and unique device identifier (UDI) #), d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions) and h11. It was reported that during use the cardiosave intra aortic balloon pump (iabp) had "system over temperature alarm". There was patient involvement however, no adverse event reported. Chad, a cicu nurse, called for assistance with a system over temperature alarm on a cardiosave during use. He reported that he did not attempt any troubleshooting, followed the help screen and went ahead and changed out the console prior to calling the 800 number but wanted to make sure that was the right thing to do. Reviewed the nature the alarm and that changing it was the correct action. Complaint information collected. Chad placed a note on the pump and took it down to biomed for maintenance. He was appreciative of the support. Getinge service had not been contacted by the customer regarding this complaint. The customer did not have a service contract agreement, and servicing of this equipment handled by a third party provider. No further information to be provided. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d4 (serial#).